Event description:
Libre 3 days 11-13 of use. Consistently alarming as low blood glucose (60s). On 11/30 at 2:12 am the libre alarmed at 64. Before treating this time, I checked with regular glucometer. It was 100, quite a difference. When I first started using libre several months ago, something similar happened. It showed my glucose abnormally too low for several days. When checked with my glucometer, there was 60+ discrepancy. The first time, I threw away the libre, not knowing they would ask for it. This time, they did not even ask me to send it for interrogation. That was concerning. I still have the device. Will supply if needed upon furthering case.